Event description:
It was reported that after connecting the product with an air circuit, the customer found air leak at the connection part. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received inside a plastic bag without its original packaging. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. The sample present the female luer broken. The root cause of the reported issue was found to be the female luer was broken. Actions were taken to mitigate the reported issue: are unknown.